Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimultor. The patient reported that their device worked for a few days but was now not helping with their symptoms. The patient noted that a rep had told them that the device would not completely eliminate their symptoms but would help by at least 50 %. The patient stated that they were having to get up every hour at night to pee and sometimes would have a big rush to go to the bathroom. The patient stated that they went to bed at 10:30 pm the night before report and had to wake up at 11:30, 12:30, and then finally for the last time at 2:30 to use the bathroom, they then were able to sleep until 5:00. The patient noted that they also stopped feeling the stimulation. The patient stated that they turned the stimulation up the day before report on program 1 to 1.30 v and noted that their healthcare professional (hcp) had instructed them to contact patient services. The patient synced with the implant using their patient programmer (pp) and noted that stimulation was on. The patient increased the stimulation on program 1 to 1.45 v and noted that they felt the stimulation in the correct location. The patient was advised to follow up with their hcp if the problem did not resolve and the patient noted that they had a follow up with the hcp scheduled for (B)(6)2017. No further complications were reported or were expected.